Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of 2.0mm imf screw self-drilling 12mm and two of 1.3 module 6mm screws broke during surgery. Delay in surgery of 20 minutes. It was reported patient outcome was good. This is report number 2 of 3 for (B)(4).